Event description:
Vanishpoint syringe: pharmacist was preparing to draw up vaccine into syringe and noticed that piece of coil was in the syringe barrel between the seal and luer lock. Syringe could not be used. FDA safety report ID # (B)(4).